Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted after all investigation activities are complete. Pharmacist reported 3 sensors (serial numbers unknown). All sensor issues have been captured under this submission. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report in which a pharmacist reported three faulty freestyle libre sensors. Details of the report are as follows: "I am a pharmacist that has dispensed 3 different freestyle libre 14 days to 3 different patients that have been faulty. I had each patient to bring them in to verify the right product has been dispensed and that it appears the most recent lot number is 2107240". There was no report of self-treatment or third-party medical intervention. Based on the information provided, there was no report of serious injury associated with this event.